Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 40: warnings: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod chapter 3 / page 39: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes chapter 13 / page 171-172: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat. Warnings: if an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
It was reported that the patient was diagnosed with a infection and that the site was irritated with insulin draining noted upon removal. For treatment, patient's mother said that she was given an antibiotic called cephalexin (for 5 days). No blood glucose values given. No further information.